Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional mitraclip device referenced in event is filed under a separate medwatch report number.na.

Event description:
This is filed to report the clip becoming dislodged from one leaflet requiring intervention. It was reported that on (B)(6) 2022, the patient underwent an off-label mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. The patient had an enlarged atrium and torrential tr. The first mitraclip (20307r177) was placed in the mid septal-anterior commissure position with no reported issue. A second mitraclip (20308r106) was advanced more centrally in the septal-anterior region of the valve to further reduce the tr. It was noted that visualization of the implanted clip was difficult to see due to the second clip causing a shadow. Subsequently, while placing the second clip, the first implanted mitraclip became dislodged. A single leaflet device attachment (slda) occurred, as the first mitraclip was only attached to the septal leaflet. The procedure continued and the second mitraclip was placed next to the first mitraclip to stabilize it. The procedure was complete with the tr reduced to a grade of 2. The patient was hemodynamically stable. No clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. All information was investigated and the reported slda and device damaged by another (dislodged) appear to be related to procedural conditions, and due to the second clip interacting with implanted clip, causing the implanted clip to detach from the one of the leaflets. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve (tv) to treat tr. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a